Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Analysis was unable to verify low battery alarm due to blank display. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were experiencing depleted battery life. The customer also reported that the insulin pump would not turn on after replacing the battery. The customer's blood glucose was 220 mg/dl at the time of incident. The customer was calling back. The customer stated that there was a crack on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.